Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the ventilators battery failed. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the unit was out of warranty and a quote was provided. The battery was replaced and passed the unit testing. The removed component was reported to have been scrapped.